Manufacturer narrative:
There is no report of any instrument malfunction. The instrument worked as expected with the units set for the application (ug/ml). The issue occurred when the results were reported with the incorrect unit (iu/ml) from the lis (host) system.

Event description:
The customer reported that they failed a proficiency survey for immunoglobulin e (ige). The customer discovered that the analyzer was reporting results in ng/ml, but actually should have been reporting in iu/ml units. The customer believes the wrong units were programmed on the analyzer during installation. It could not be confirmed if the units were programmed incorrectly by the field application specialist or if these were later changed by the customer. The test was installed on the analyzer on (B)(6) 2012 and the customer states that all patient results since this date have been reported in iu/ml units when they should have been reported in ng/ml units. It is unknown how many samples were affected. The customer provided one example of a patient sample that recovered a value of 496.1 ng/ml, but because the result is reported in iu/ml by the host system, the result was reported outside of the laboratory as 496.1 iu/ml. The customer declined to provide any information about this patient or the date this sample was run. The customer could not provide any information on whether the involved patient was adversely affected by the event. No adverse events were alleged. The ige reagent lot number was 16201201 with an expiration date of 11/30/2012. The customer declined a service visit. With the help of the technical support hotline, the customer was able to re-install the ige application with the correct units of iu/ml.